Manufacturer narrative:
B3 date of event: estimated. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the guide wires were not coaxially aligned during insertion thus resulting in the reported difficult to advance; however, this cannot be confirmed. Additionally, it is possible the devices were not fully tightened/closed resulting in the reported loose or intermittent connection and the reported leak; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported in a general comment that the guide wire accessory kit with 115 rhv (rotating hemostatic valve) was noted to not close properly, not achieving complete hemostasis and blood comes out. Also when the valve is completely open, it is very difficult to pass two 0.014 guide wires through since there's resistance when advancing two at once. However, the procedure was finished with the same rhv. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.